Event description:
During a remote follow-up, episodes of noise resulting in oversensing and an increase in pacing impedance was observed on the right ventricular (rv) lead. Lead damaged was alleged but not confirmed. Provocative testing was performed and the lead noise was not reproduced. Reprogramming was performed to resolve event. The patient was stable and will continue to be monitored.